Event description:
The customer contacted physio-control to report that their device had a charge-pak and attention icon present on the display. There was no patient use associated with the reported event. Upon examination of the device, physio observed that all three icons were present (charge-pak, attention and service wrench) and that the unit would no longer power on.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported failure. Physio determined that the cause of the reported failure was due to electrically leaky filters, designators fl9, fl10 and fl11, from the analog pcb assembly. The leaky filters depleted the internal hybrid layer capacitor (hlc) batteries of the device which prevented it from powering on. The customer was provided with a replacement device.